Manufacturer narrative:
Insulin pump received with cracked battery tube thread, cracked reservoir tube and cracked reservoir tube window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was damaged. The customer¿s blood glucose level was 307 mg/dl at the time of the incident. The insulin pump will be returned for analysis.